Event description:
It was reported that "Insufficient Information for Complaint Classification" occurred. On (b)(6) 2026, it was reported the patient was hospitalized due to the Dexcom device. The patient was also wearing an Omnipod insulin pump. However, no further event information was provided including how the CGM was behaving leading up to the hospitalization, patient symptoms, treatment details, or length of hospitalization. No other patient or event details were available as the reporter was unwilling to provide any further event information. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.